Event description:
An international customer ((B)(6)) reported that the distal tip of an illico awl fractured and separate from an instrument while removing it from a patient. The surgery went from minimally invasive to an open procedure in order to retrieve the detached section which caused an extension in operating time.

Manufacturer narrative:
The suspect device has been returned by the international customer and is currently being evaluated. A follow-up reported with results of the investigation will be submitted upon completion.

Manufacturer narrative:
The international customer has not yet returned the suspect device. Upon receipt the instrument will be evaluated and a follow up submission provided.

Manufacturer narrative:
An evaluation of the suspect device found no manufacturing, processing or design related irregularities. The investigation confirmed the device to be properly manufactured in accordance with the device master record. The fracture may be due to fatigue failure of repeated use combined with occasional excessive forces during surgery. The fragment retained by the patient is approximately .591 in length which has been ground at 15° to form a sharp trocar tip intended to penetrate cortical bone. The device is manufactured from a custom 455 stainless steel that is processed and certified to astm a564 specifications.